Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse verified the performance of the incubator alignments and ran all exercisers. Fse also checked and adjusted the pipettor ultrasonics, mixer speed and performed a passing vacuum test. The fse found that the aspirate probe was removing the primed substrate very slowly. Incomplete aspiration will cause elevated relative light units (rlus) such as seen in the failing system check and the elevated access accutni+3 results. The fse replaced the aspirate probes and associated tubing. The fse then ran a passing high sensitivity system check, carryover assay and a passing 15 replicate precision study. The service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. In conclusion: the replacement of the aspirate probe and peri pump tubing resolved the issue. System parameters recovered within specifications after replacement of these parts.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for sixteen patients on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer noted that access accutni+3 quality control (qc) results were recovering erratically. The customer reanalyzed elevated access accutni+3 patients' samples for five patients on the same access 2 immunoassay system and they recovered with lower results. The customer reanalyzed an additional eleven elevated patient samples on their alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and the results for four of the patients did not match the results obtained on the customer's access 2 immunoassay system (serial number (B)(4)). The customer performed a five replicate precision study which recovered outside the precision claims of the access accutni+3 assay. The initial elevated access tni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The access accutni+3 quality control (qc) and system check met assay and instrument specifications before the event. After the event, qc levels 1 and 2 recovered out of range, high. Information on patient sample handling, such as sample type, centrifugation speed, temperature and time was not provided. No issues with sample integrity were reported by the customer. The customer technical specialist (cts) suggested that the customer run a system check to verify instrument performance. The system check failed and a beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.